Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving diluadid, dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported that they were still having severe pain and hadn't noticed any big increase in pain relief since implant. The pump had shifted and tilts down for about the past 6 months. Per the patient the healthcare provider was aware. No further complications were reported regarding the event.